Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low and high blood glucose levels. The customer's blood glucose level at the time of low hospitalization was 30mg/dl. The customer states they were not informed of the cause of the lows. The customer states they were given sugar water to bring their levels up, but their blood glucose level ended up going to 527mg/dl. The customer was not able to troubleshoot at the time because they needed to hang up. The customer states they will be calling back to continue. The customer was attempted to be reached three times, but there was no answer.